Event description:
It was reported that a chronic exit block was noted on the rv lead since implant. A complete loss of capture was observed. A new sense/pace rv lead was implanted. The rv lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.